Manufacturer narrative:
The device was returned and inspected. In addition, the investigation found that the objective lens is shaved (the coating on the objective lens is peeling off). Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the objective lens is shaved (the coating on the objective lens is peeling off). There were no reports of patient involvement.